Event description:
Therapist was manually injecting 1/3ml thallium 20, followed by 8ml nss IV into the "y" injection port just above the latex section of the IV tubing. As the thallium was injected, the tubing separated at the latex-plastic junction of the tubing just below the port. (The latex section is attached to the adjoining section of tubing by a friction fit. This is done by the MFR & ther is no adhesive at the connection). The thallium splashed on the therapist face & eyes. Also, a small amount splashed on the pt's hand. Both were immediately washed down. The therapist required multiple showers before returning to background.